Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery alarm; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation information: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Additional information: the device was evaluated on-site at the customer facility. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq(B)(4).